Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, p-waves slightly decreased with under-sensing noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was seen in clinic no further performance issues reported. Patient will continue to be monitored.